Manufacturer narrative:
Clinical evaluation performed by medacta medical affairs director: 4.5 years after femoral revision tha with a hybrid prosthesis, the cemented stem gets loose. We can see from the radiographs that at first revision a very remarkable amount of cement had been used, probably because the explantation of the previous stem left a macroscopic cavity. Such a large cement mantle is far from the optimal specifications for the cemented stem chosen. However, we were not given the images relative to the postoperative phase of the first revision. Before second revision, it is very evident that the cement mantle is detached from bone, almost entirely, but we have no information as to the evolution of the cement-bone interface. For some reason, at first revision the pe insert was not exchanged to a new one, but this seems to be not relevant to the subsequent evolution of the case. No reason to suspect a faulty device at the origin of this adverse event. Preliminary investigation performed by hip medacta r&d project manager: from the image available and the information reported it is visible proximal part of the expianted stem. Some signs of minor damage and scratches are present on the neck and taper of the explanted stem, which is likely due to the revision surgery and not relevant to the reported issue. Based on the analysis completed and information available, it is not possible to identify a root cause of the stem loosening reported. Batch review performed on 31 march 2026. Lot: 2009249: (B)(4) items manufactured and released on 11-jan-2021. Expiration date: 20-dec-2025. No anomalies found related to the problem. Since its release on the market to date, (B)(4) items of the same lot have been sold with no similar reported event. Root cause:aseptic loosening is a possible literature-described adverse event after primary joint arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event. No previous case has been addressed to a device design or manufacturing related root cause.

Event description:
Primary right hip replacement was performed in 2012. A first revision in 2021 was carried out due to amistem-h loosening (MDR (B)(4)); the stem and head were replaced to cemented femoral system (amistem-c). A second revision on (B)(6) 2026 was performed due to amistem-c loosening associated with pain. The stem and head were explanted; due to the lack of a compatible pe liner availability (size d), the acetabular component was also revised and replaced with a competitor system. No infection or osteolysis was observed. Loosening is suspected to be related to granuloma formation, but this remains unconfirmed.